Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing issues with insulin flow blocked alarms. They reported that they always changed their set, however, they would receive this alarm once a day. The customer reported that the event was resolved by a complete set change. The customer also reported having issues with failed battery alarms even when using a new battery. Finally, the customer mentioned that the insulin pump had an audio anomaly. The device was not making any sound or vibrating when alarming. The device failed the audio test during the call. The customer's current blood glucose level was 211 mg/dl. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08750 inches. No unexpected insulin flow blocked alarm noted. Device received with normal operating currents. No unexpected failed battery test alarm noted. Device received with the audio alert functioning properly. No audio alert anomaly noted. Device alarmed pump error 63 alarm during self test and confirmed in the device history due to broken pin trace on keypad assembly. Device received with scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment and minor scratched lcd window.